Manufacturer narrative:
Date of event: unknown, used the first day of the aware month.

Event description:
It was reported that the patient fell on ice with an artificial urinary sphincter (aus) device implanted and suffered a hematoma on the anterior lower abdomen. At some point, the aus tubing eroded through the skin, requiring intervention. The aus device was replaced. There were no additional patient complications.

Event description:
It was reported that the patient fell on ice with an artificial urinary sphincter (aus) device implanted and suffered a hematoma on the anterior lower abdomen. At some point, the aus tubing eroded through the skin, requiring intervention. The aus device was replaced. There were no additional patient complications.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month. There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.